Event description:
Customer's mother reported that the insulin pump was missing a piece of the casing from the battery compartment. The blood glucose reading was 120 mg/dl. She stated that the infusion set did not show signs of damage. The damage occurred while changing the battery. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.